Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customers blood glucose level was 168 mg/dl. The customer removed the o-ring and loaded a new cartridge to address the event.